Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had labored motor errors. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had battery life diminished, rewind was loud and cracked on reservoir port. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device passed displacement test, self test, rewind test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.